Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked case, cracked case-corner of belt clip rails, and broken belt clip rails. Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch. Device unable to perform displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 415 mg/dl at the time of the incident. Insulin pump had a crack on belt clip rail. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.